Event description:
It was reported that the patient underwent magnetic resonance imaging (MRI) without MRI mode being programmed on. The implantable cardioverter defibrillator (ICD) entered backup vvi mode, resulting in the loss of high-voltage therapies. The ICD was successfully reset and restored to nominal settings. The patient remained stable.